Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of log showed the end user manually set the device to 30j, charged it by pressing the charge button, and delivered energy by pressing the shock button. This investigation has been closed as unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.